Event description:
It was reported that the device restarted during use. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up-report. H3 other text : on-going.

Event description:
It was reported that the device restarted during use. There was no patient injury reported.

Manufacturer narrative:
A detailed log file analysis was performed by the manufacturer. On the reported date of event a reboot of the therapy control unit m16.2 could be confirmed- whereby the root cause could not be determined from the records. No further reboots were recorded, neither before nor after the date of event. Nevertheless, the therapy control unit m16.2 can be regarded as root cause of the reported symptom and a replacement is recommended. In case of a reset of the processors of the therapy control unit m16.2 therapy is discontinued for a maximum of 15 seconds, before therapy will be resumed with the latest valid settings. For the current case the device returned to operation after 6 seconds. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable. Based on the available information and the investigation results the case was assessed as not reportable in retrospect as the reboot occurred during manual ventilation. In this mode no peep is present and thus it cannot drop to ambient so that the reporting criterion initially applied is no longer applicable.